Manufacturer narrative:
E1 (telephone number): telephone number provided as: (B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white foreign material - however, the material in the auxiliary jet channel was unable to be further specified. It was speculated that the material may have been silicone, such as that found within simethicone, a defoaming agent. Moreover, no physical damage of the device was observed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Event description:
During investigation of the device, foreign matter was noted in the auxiliary jet channel (j-tube). This matter was noted during reprocessing of the device. There was no allegation of harm associated with this event.